Event description:
Patient with history of ischemic cardiomyopathy and multiple aicd implantations. Last surgery (2004) was implantation of a biventricular generator "from the right." At that time a right ventricular lead failed to sense well and was subsequently was abandoned and capped. The right ventricular and right atrial leads were successfully placed, however, coronary sinus lead could not be placed. The patient was recently found to have a fractured right atrial lead. Patient returned to hospital to remove defective atrial lead and "alerted" ventricular lead with replacement of generator. The remaining lead was interogated and found to be functioning well and then connected to a new medtronic aicd.what was the original intended procedure?replacement of defective leads and generator replacement.